Event description:
Pt reported that during her last infusion on friday (B)(6) 2024, the pump was making a loud ticking noise during the infusion and the infusion took much longer to complete. Pt was able to infuse the entire dose pharmacy replacing device. No interruption to therapy, missed dose{s) or adverse event[s) reported due to product issue. Troubleshooting was not reported. Device is available for return. Pump serial number: (B)(6). Indication: antibody deficiency with near-normal immunoglobulins or with hyperimmunoglobulinemia. Reported to (B)(6) by pt/caregiver.